Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare professional (hcp), consumer (con), company representative (rep) regarding a patient receiving dilaudid 40 mg/ml at 13.78 mg/day via an implantable pump. It was reported the patient had a possible infection. The patient presented to the hospital due to the pump incision being partially opened and the pump had been visible in the pocket. The pump and catheter were explanted on (B)(6) 2024 and cultures had been taken. Patient weight was asked but remains unknown. At the time of this report the issue was resolved and the patients status was alive-no injury.